Event description:
During bedside report when checking the ventilator settings, the screen was frozen, (reacthealth, v+pro ventilator,) therefore couldn't make changes to ventilator settings, place ventilator in standby mode, or turn off. Removed ventilator from patient and replaced with working ventilator.